Event description:
The customer initially reported the display was not working. The customer isolated the issue to the power pca. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.